Event description:
It was observed during the device evaluation that the subject device exhibited a flow rate of more than 200 ml in 20 seconds. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause was a component failure of the pump head, which was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.